Event description:
Customer reported a blood leak occurred at the system pressure dome during a double needle mode treatment. The leak was observed when the treatment had reached 425 ml whole blood processed (wbp). Customer stated no alarms had occurred. Customer stated the treatment was aborted and the blood in the kit at that time was not returned to the patient. Customer stated the patient is stable. Customer stated there was blood on the system pressure sensor and requested service. The customer disposed of the kit, but provided photos of the leaking section of the kit. Service order (B)(4) was dispatched. Photos were returned for investigation on (B)(4) 2014.

Manufacturer narrative:
Batch record review of lot c129 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint categories, pressure dome membrane leak and damaged parts/components and no trends was detected for these complain categories. Capas (B)(4) have already been initiated to investigate pressure dome membrane leaks. A review of lot c129 shows no trends. Service order (B)(4) was completed. Service engineer replaced contaminated/sticky recirculation and collect pump heads. Performed system checkout per procedure. The kit was not returned for evaluation. Photos were received; however, analysis of the photos is still in progress at the time of this report. This assessment is based on information available at the time of the investigation. A supplemental report will be filed when this analysis is complete.